Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. The insulin pump had cracked display window corner, scratched lcd window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.